Event description:
This is a duplicate of MFR report # 0001831750-2013-04219. The serial number (B)(4) and catalog number 1005000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-03237for full reporting of serial number (B)(4) and catalog number 1005000000 for this complaint.

Event description:
It was reported via repair work order that the patient right side rail is broken and will not latch in place due to a broken top rail and latching spindle and the brakes are not holding due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.